Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, total drawer failures occurred. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers had failed. A field service engineer logged into the hardware test application (hta), looked at the drawers shown in the application. The drawer was opened, and all cubie pockets were popped out. All connections were cleaned with alcohol wipes, and all cubies were replaced. It was noticed that the open-closed sensor was not registering, the sensor was replaced, and the drawer was put back in place. The pyxis was rebooted and allowed to come back up in the application. The escort was then asked to log in and recover the failures. The system functioned as intended after the field service engineer repaired the device.